Manufacturer narrative:
Unable to perform displacement test, self test, sleep current measurement and active current measurement due to missing segment/partial display. Device received with cracked and bleeding lcd glass. Unable to verify critical pump error (open book image) due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated insulin pump shows red x on display. Customer stated the insulin pump was not exposed to moisture. Customer was assisted with put insulin pump in storage mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.